Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had frequent ipg charging and had difficulty aligning the charger to the ipg. It was noted that the patients ipg was tilted. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient had frequent ipg charging and had difficulty aligning the charger to the ipg. It was noted that the patients ipg was tilted. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient will undergo a pocket revision procedure.